Manufacturer narrative:
Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 7 48910, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-33, lot# v266474, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-33, lot# v260716, implanted: (B)(6) 2009, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4). Device used for off label indication. The indication the device was used for was ezw for urinary control, PMA # p970004.

Event description:
Additional information received noted that appointment date may 6 was noted. By the statement: the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative, it was noted "maybe" with a question mark.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ever since the patient received the mes (about 3-4 months after implant) as bladder dropped, she had been having constant infections. The patient noted she shouldn't have to wear pads. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that none of this was related to the device and no follow-up was needed by the manufacturer.